Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose levels were 66 and 53 mg/dl, but their blood glucose levels were 129 and 285 mg/dl respectively. Calibration error alarm was also reported. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 53 mg/dl. Threshold/low suspend limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. They treated their blood glucose with syringes. Customer alleged the pump for under delivering. The device is not expected to be returned for analysis.